Manufacturer narrative:
The eval results revealed smooth optic edges and no broken haptics. There was no evidence to suggest the lens was responsible for the torn capsular bag. No similar complaints were reported for this lot. This report was mailed in to FDA on: 10/31/1997.

Event description:
User facility reports a ruptured capsular bag and the subsequent implantation of an anterior chamber lens. This incident was reported to be lens-related.